Manufacturer narrative:
(B)(4). A companion sample has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cassette had a leak at the seal with the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 5.

Manufacturer narrative:
(B)(4). A companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional testing performed included leak testing, clear passage test, clamp function test, and device-device interaction testing with no issues noted. The reported problem of a leaking cassette was not verified, however, the cause was determined to be a loose connection. Should additional relevant information become available, a supplemental report will be submitted.